Event description:
Boston scientific received information that this system was a part of an explant due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.